Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/01/2016 with the following findings: the pump powered on with the returned battery cap. The battery cap coin slot was damaged resulting in a stuck battery cap that was difficult to remove. The battery compartment was cracked. In addition, the audio bolus button cover was torn in the center; however the bolus button was responsive. Unrelated to these issues, the visual inspection of the pump revealed cosmetic finish damages in the form of chipped paint and evidence of wear. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a cracked battery compartment. The battery cap coin slot was damaged resulting in a stuck battery cap that was difficult to remove. This report is made based on results of investigation completed on 03/01/2016.